Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner full synchronized. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner full synchronized. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the barcode scanner was scanning medication identification incorrectly. A technical support specialist (tss) verified the inventory and server, confirming correct linkage. A full synchronization was recommended via soft consult, with no need to drop the data base. The backup was created, and full synchronization was performed using medication application. Tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist after the issue was resolved.